Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient required revision due to instability of the acetabular shell resulting in uneven wear of the poly insert, and metal-on-metal wear. Surgeon used a competitor's shell and liner, only needed us for the femoral head component." Spoke to rep. Right hip. Shell had wear along the rim, and the head appeared deformed. Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.